Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the dimension exl with lm instrument outputted a falsely elevated sodium (na) result on a patient sample and out of range quality control (qc). Per siemens¿s instructions, the customer replaced the salt bridge. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, replaced the integrated multisensor technology (imt) tower and tubing, and ran dilution check and qc, which recovered acceptably. The cause of the falsely elevated na result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported that a falsely elevated sodium (na) result was obtained on a patient sample on the dimension exl with lm instrument. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate dimension exl 200 instrument. The repeat result recovered lower than the erroneous result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00137 on 02-may-2024. Additional information (03-may-2024): the customer stated the pump rates were greater than the normal range. Siemens reviewed the data provided by the customer and determined that the calibration was within range. Siemens further evaluated the event and concluded that fluid flow issue with formation of sample/ fibrin clot, crystal formation in integrated multisensor technology (imt) tubing, which resulted in high pump pressure potentially contributed to the falsely elevated sodium (na) result. Investigation conclusions code in h6 section was updated to reflect additional information. The instrument is performing according to specifications. No further evaluation of this device is required.